Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. The affected product's lot number could not confirm by the customer. However, the customer's current supply included the lot number 24055089. A device history record review for material# 10010453 and lot# 24055089 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that have noticed some of our tubing that we use for our bagged lipids has not been priming accurately. It will prime to the 1.2 micron filter and then stop. The nurses reported to me that when they invert the filter it continues to prime, but the packaging specifically says not to invert the filter.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.